Event description:
Pump was reported to overinfuse. The pump was set to infuse an unknown fluid to infuse at an unknown rate for a total volume of 300ml. However, 500ml had delivered. No pt injury was reported.